Manufacturer narrative:
H3) the targeting unit for the automated trajectory guidance unit was returned to the manufacturer for evaluation. Testing found that the unit could not be seated on the upper mounts when attached to the mounting arm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the targeting unit for the guidance unit was replaced. The navigation system used alongside the guidance unit was found to be fully functional. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(4). Product ID: 29631, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 25650, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during a catheter placement for a subsequent medtronic thermal therapy system procedure. It was reported that the lead for the thermal therapy system was inaccurately placed four millimeters off target in the inferior direction. It was reported that the lead was removed, medtronic navigation was discontinued and a non-medtronic navigation system was used to place a new lead. There was a reported delay to the procedure of two hours due to this issue. It was noted that the connection between the automated trajectory guidance unit targeting unit and the ratchet arm was loose as when the arm was fully tightened, there was still movement. It was later reported there were difficulties with skiving on the non-medtronic navigation system and the surgeon believed the skiving contributed to the issues with the automated trajectory guidance unit and medtronic navigation system.